Event description:
The dealer stated the unit alarmed audibly with yellow light, per dealer today it is alarming with out sound.

Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / sieve bed saturated.

Event description:
(B)(4). Product has been returned and evaluated as of the date of this investigation. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / sieve bed saturated. The dealer stated the unit alarmed audibly with yellow light, per dealer today it is alarming with out sound.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.